Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a trailblazer support catheter in a peripheral artery procedure involving a lesion in the right distal anterior tibial artery (90% stenosis, 50 mm length, 3.5 mm vessel diameter, minimal tortuosity, minimal calcification), the catheter did not reach the popliteal artery as expected after it was advanced until hubbed against the sheath. Fluoroscopy showed the catheter hubbed at the mid superficial femoral artery and confirmed there was no prolapse in the aorta. The catheter hub labeling indicated ¿.018 x 150 cm,¿ but the catheter appeared shorter than expected when compared on the table to a 5f 100 cm glidecath that was longer. The catheter was removed, and the procedure was completed by opening, inspecting, prepping, and using a new asc-018-150 trailblazer catheter without additional issues noted. No health consequences or impact were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis #(B)(4):a trailblazer device was retuned for evaluation with the front of a pouch the size indicated on the pouch was 018 x 150cm the size on the strain relief was 0.018in x 150cm the device was placed on a calibrated ruler 801163 and the length of the returned device measured approximately 90.3cm medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.